Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that during an unspecified surgical procedure, it was discovered that the air pen drive device stopped working when used together with the battery handpiece device, hand switch device, k-wire attachment device, drill-attachment device, sagittal saw attachment device and the double air hose device. Therefore, the device (air pen drive device) represented by this supplemental medwatch report is 2 of 7 devices involved in the same event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the air pen drive device did not work anymore. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that there was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.